Event description:
On [redacted] I came into or around 1930 to relieve registered nurse (rn) out of a brain biopsy case for medical doctor (md). The case was nearly over when I relieved rn. Upon doing our final counts, md notified me that there was a screw from the biopsy guide that had broken off in the patient's skull. He showed me the guide, where it had three screws. He showed me that two of the screws were intact, however, the third screw was missing the bottom half when he took the guide out of the skull. He explained to me that since these screws were so tiny (the size of cranial plating screws), that he could drill it out of the skull, but that would potentially cause more damage than simply leaving the broken screw in the skull, so he opted to leave the broken screw in the skull. After removing the biopsy guide, the hole was covered with a burr hole cover (plate) and additional screws, and the wound was sutured closed. I noted these findings in both the peri-op document as well as made a note in the patient's chart.======================manufacturer response for neurological stereotaxic instrument, n/a (per site reporter)======================product failure was emailed to vendor medtronic on [redacted], as of [redacted], medtronic has not responded to our emails.